Manufacturer narrative:
Event details were forwarded to contract/manufacturer supplier for investigation. Supplier/manufacturer evaluation included review of planning and procedures which confirmed that during the segmentation phase of manufacturing, there was undersegmentation of the femur bone which excluded a large anterior osteophyte and slight undersegmentation of the tibia anterior cortical bone. Supplier confirmed that the guides were manufactured according to the surgeon's preferences. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011. During the procedure, the surgeon noted that both femoral and tibia guides did not fit, leaving a 5mm gap between the guide and the bone. The procedure was completed utilizing traditional instrumentation. There was no injury to the patient or delay to the procedure as a result.